Event description:
It was reported that the right ventricular (rv) lead was no longer capturing and undersensing. Additionally, it was noted that there was low amplitude, low impedance, and loss of capture. A dislodgement was confirmed via the x-ray. The lead was repositioned to resolve the issue. No additional adverse patient effects were reported.